Manufacturer narrative:
E1: patient city: barcelona. Patient country: spain. Customer entity: medtronic minimed. Country: united state of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Th patient reported leak at site, the infusion set has been used for four days, on (B)(6) 2026, however no harm reported.